Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor an 83-year-old female patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b1 updated, h1 updated, and h6 health effect impact code updated. The device was returned to zoll medical corporation for evaluation. Review of the device log shows no critical messages that would prevent the ECG signal from displaying. However, multiple "ECG multi-lead fault" messages were observed. A lead fault is an advisory message to alert the user that the unit does not recognize a valid patient impedance. It is advised that the connection between the patient/device and the pads are inspected and corrected when the message occurs. The device passed all functional tests and is operating as expected. Analysis of reports of this type has not identified an increase in trend.